Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. Programming interventions were discussed; however, none were reported. There were no patient consequences.